Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted:(B)(6) 2016, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 22-mar-2018, UDI#: ;(B)(4) product ID: 8598a, serial/lot #: (B)(4), ubd: 26-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg /ml at 1150 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient had increasing residual volumes starting a few months ago and an increase in tone. A catheter dye study was attempted but unsuccessful. The catheter was replaced and the issue was resolved. It was noted the catheter will be returned to the manufacture. The patient's weight was (B)(6) kg.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2016. Product type catheter. Product ID 8598a, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving lioresal (baclofen) with a concentration of 2000 mcg/ml and a dose of 1135 mcg/day for intractable spasticity. It was reported that since the catheter revision in (B)(6) 2019, the patient's pump had shown volume discrepancies where the erv is less than the arv. It was stated at the recent refill the erv was 2.6ml and the arv was 9.8ml. It was stated they had done some increased dosing throughout the years and with that she would get more fatigued but getting good spasticity relief. It was stated they have done multiple diagnostics such as imaging and cap dye studies with negative results. It was stated there was no alarm logs. It was stated the patient had a catheter revision done (B)(6) 2019 due to a catheter leak. Discussed catheter and positional kinking, and other imaging (CT, MRI). They also discussed relationship between catheter revision and when the volume discrepancy started.

Manufacturer narrative:
Continuation of concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type:catheter. Product ID 8598a, ,serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's catheter was replaced due to an occlusion. The event date was noted as (B)(6) 2019.

Manufacturer narrative:
H3: the catheter was returned and analysis found a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. No anomalies were noted in the distal end on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.